Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (pod pc), ruby coils and, non-penumbra microcatheter. During the procedure, the physician advanced a pod pc into the target vessel using the microcatheter, however, the coil was not forming to the physician's satisfaction; therefore, the pod pc was removed and re-sheathed for later used. Next, the physician placed a ruby coil and then attempted to advance the same pod pc; however, resistance was encountered within the introducer sheath and the pod pc would not advance into the microcatheter. Therefore, the pod pc was removed. The physician then placed another ruby coil and then advanced a new pod pc into the vessel, however, the physician noticed only 10 to 12 centimeters of the pod pc would go in and the coil was determined to be oversized. Therefore, the pod pc was removed. The procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.